Event description:
It was reported that following a fall or other form of trauma the pt began experiencing a sharp, "stabbing" sensation at the lead insertion site. The shocks did not correspond with position change, they were "random". The pt was reprogrammed multiple times and had x-rays taken which showed the lead had not migrated. The pt was still receiving pain relief from the system and did not wish to have it removed. It was reported that the shocking was worse when the pt was recharging. It was also reported that the pt was unable to use a digital camera because the device would shoot automatically. The pt also reported being unable to touch a grocery cart without being shocked. Extensive troubleshooting of the device did not reveal any problems. Impedances were normal and all of the connections checked out appropriately. After some light palpation of the thoracolumbar spine the physician was able to reproduce some of the discomfort. The discomfort seemed to be in the mid portion of the cicatrix from the insertion site along the thoracolumbar region. The pt underwent a fluoroscopic-guided procedure to inject 2 cc of 0.25% bupivacaine plus 20 mg of kenalog on each side of the cicatrix where discomfort was. While performing the injection the physician noted a grating sensation noting scar tissue at a deeper plane. The pt tolerated the procedure well. No pt outcome was reported.